Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rewind anomaly. Customer's blood glucose level was unknown. Customer states insulin pump sometimes little slow in going through menu. Customer states rewinding the reservoir it skips sometimes and it slow. The insulin pump will not be returned for analysis.